Manufacturer narrative:
Device component code relates to problem code for the reported event of stent retrieval loop broke. Device component code relates to problem code for the reported event of stent difficult to remove. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary fully covered rmv stent had been implanted to treat a benign stricture in the bile duct during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient was scheduled for a planned endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure due to stricture resolution on (B)(6) 2018. According to the complainant, during the stent removal procedure on (B)(6) 2018, there was difficulty removing the stent from the patient. The stent retrieval loops broke while the stent was being pulled out using a rat tooth forceps. Eventually, the stent was successfully removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A deployed wallflex biliary fully covered rmv stent was received for analysis; the delivery system was not returned. A visual examination of the returned device found the stent retrieval loops were broken. The stent was measured to be within specification. No other issues with the stent were noted. The reported event of stent retrieval loops broken was confirmed. The identified damage may have been a result of the device encountering resistance during the removal. Taking all available information into consideration, the investigation concluded that the observed failure and the reported event were likely due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary fully covered rmv stent had been implanted to treat a benign stricture in the bile duct during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient was scheduled for a planned endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure due to stricture resolution on (B)(6) 2018. According to the complainant, during the stent removal procedure on (B)(6) 2018, there was difficulty removing the stent from the patient. The stent retrieval loops broke while the stent was being pulled out using a rat tooth forceps. Eventually, the stent was successfully removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.